Event description:
Lis malfunction - two techs were working on the same result at the same time. Sid urine creat was first resulted by the analyzer as >346.0. One tech put the sample back on the analyzer for a rerun. The sample was now resulted and sent to the lis as 417.0. One tech was looking at an unrefresh screen and saw >346.0. That teach cleared it out (incorrectly causing it to read 0.00.) The other tech approved what she was seeing on her screen, the 417.0 result. The pt's report reads <1.2. (There is a rule in orchard to report a 0.0 result as <1.2). How does the report show <1.2 with no initials when hs resulted it as 417.0?